Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored multiple episodes in which it was suspected that inappropriate tachy therapy was delivered. Anti-tachycardia pacing (atp) and shocks were delivered in the configured collection period however this did not convert the patient's rhythm. There was also a short burst of right atrial (ra) and right ventricular (rv) noise and pacemaker mediated tachycardia (pmt) episodes stored. No additional adverse patient effects were reported. This device remains in service.